Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex (lcx). A 10/2.50 flextome cutting balloon was selected for use. During the procedure, upon the first inflation it was noted that the balloon ruptured at 8atms for 15 seconds. The physician was aware that the inflation time was slightly fast; thus, the balloon was inflated more slowly than the usual balloon. The procedure was completed with a 2.75mm x 10mm flextome balloon. No patient complications were reported.